Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having difficulty charging the ipg because the ipg had tilted slightly. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was having difficulty charging the ipg because the ipg had tilted slightly. The patient will undergo a revision procedure.